Event description:
The user facility reported that two advance capsule endoscope delivery devices broke during a procedure. The procedure was completed successfully and there was report of procedure delay. No report of injury.

Manufacturer narrative:
The customer reported the cap came off the first delivery device when ejecting the capsule. The customer then utilized a second delivery device where the handle broke when ejecting the capsule. The customer was able to troubleshoot issues and successfully complete the procedure by taking the capsule cup from the second delivery device and attach it to the first delivery device. The two delivery devices were returned and reviewed by a quality systems specialist. While reviewing the first delivery device it was determined the device was damaged prior to the incident and that damage likely attributed to the error. While reviewing the second delivery device it was learned that the handle broke apart due to the inner drive cable becoming free from the hypo tube during ejection. The instructions for use (IFU 731119) contains the following instructions, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." Following the reported event, user facility personnel declined in-service training and stated they would contact steris should additional in-service training be needed. The device history record (DHR) was reviewed and confirmed the lot was manufactured to specifications. The complaint log was reviewed for similar events, and this is the only reported event regarding this issue. A follow-up MDR will be submitted should additional information become available. No additional issues have been reported.